Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2018-02133. Follow-up identified effective stimulation was restored following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective pain relief following a car accident. Reprogramming was attempted to no avail. X-ray and CT scans did not reveal any anomalies. Diagnostic system testing yielded normal results. Surgical intervention may be pending as the next course of action.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-02133. Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 during which it was observed the lead tails were no longer connected to the ipg (added as device 2). The lead and ipg were explanted and replaced.